Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. After a non-bsc guidewire crossed the lesion, a 2.0mm x 220mm x 150cm coyote balloon catheter was advanced, but failed to cross the lesion. A 1.5mm x 20mm x 143cm coyote es balloon catheter was then advanced for dilatation; however, when the balloon was inflated to 10 atmospheres, the balloon ruptured. Dilatation was tried to perform using the previous 2.0mm x 220mm x 150cm coyote balloon catheter, but was unable to cross the lesion again. A new 2mm x 20mm x 143cm coyote es balloon catheter was advanced; however, during inflation at 14 atmospheres, the balloon also ruptured. Dilatation was tried to perform using the previous 2.0mm x 220mm x 150cm coyote again, but it was still unable to cross the lesion and the distal tip was found to be flattened. The procedure was completed using a different device. There were no patient complications reported.